Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. When the alarm occurred, customer did not change the pump supplies, but continued to attempt bolus delivery until it ¿goes through successfully¿. Reportedly, customer reused cartridges and was aware that the cartridge was labeled for singe use. Blood glucose ranged from 70-300 mg/dl. Customer declined tandem technical support¿s offer to perform a pump system check.